Event description:
It was reported that within the last few weeks, the physician encountered problems with the application of the ventralex mesh. Patients, was treated with a ventralex mesh for umbilical hernia and developed an infection. The ventralex was removed and discarded from the patient. The lesion was treated conservatively and healed without problem.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Explanted mesh was reported to have been discarded at the user facility. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.